Event description:
A malfunction alarm identified as malf 12 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code reappeared and agreed to this plan.